Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " IV lines were changed. Patient's blood pressure (bp) mean arterial pressure (map) dropped. The dopamine drip was increased as patient sensitive to change; there was not a big response to the increased drip rate. Tubing was checked to ensure adequacy and smart cap was found to be leaking. No medication was being delivered to the patient. Smart cap was replaced."

Manufacturer narrative:
Concomitant medical product:3ml bd syringe ref (B)(4), lot number 623512b, exp 2019-08-21, 0.9% nacl injection, therapy date: (B)(6) 2016.

Manufacturer narrative:
This report is supplemental #2. Previous supplemental submitted was erroneously labeled supplemental #2 but was actually #1. The customer¿s report of leaking was confirmed. Visual inspection revealed no anomalies. Both the smartsite valve and the female luer of the concomitant set were inspected under magnification; no stress or tool marks were observed. Functional and pressure testing confirmed leaking from the connection of the smartsite male luer and the concomitant set¿s female luer. During testing it was observed that the connection between both components was not fully tightened dimensional testing was performed and results were within specification. The root cause of the leak was identified as the connection of the smartsite and the concomitant administration set not being fully tightened.

Event description:
The customer reported that there was no lasting harm to the patient.